Event description:
The customer reported that there were error messages in the status log and autotest summary log for this device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.